Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine ii short needle insulin syringe was broken, missing needles, missing shields, and had a crushed cap. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: customer returned (10) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 8113617. Customer states that the syringes are broken in half, the needle is missing, the shield is missing, and the cap is crushed. All returned syringes were examined and one sample exhibited a crushed plunger cap, two exhibited a broken barrel tip, two exhibited a broken barrel. No missing shield was observed. A review of the device history record was completed for batch# 8113617. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (crushed cap, broken barrel, broken barrel tip). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (missing shield). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root cause for broken barrel tip and broken barrel: probable root cause is likely to be a jam on the ffs (form fill & seal) equipment, during formation and packaging of the polybags. When this type of event occurs, any portion of the syringe and/or component(s) may be involved in the jam and exhibit varying degrees of damage, such as that which is noted from the returned sample. Possible root cause for the crushed plunger cap: the syringe was caught in the sealing bars of the packaging machine, crushing the cap.

Event description:
It was reported that bd ultra-fine ii short needle insulin syringe was broken, missing needles, missing shields, and had a crushed cap. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8113617. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that bd ultra-fine ii short needle insulin syringe was broken, missing needles, missing shields, and had a crushed cap. No serious injury or medical intervention was reported.